Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The sales associate reports the devices were discarded during the surgery. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The closure top was mentioned when the complaint was reported, however the part number was not reported on the complaint form. Upon follow up with the sales associate the part number was confirmed. Report two of two for the same event, reference 2184052-2016-00007.

Event description:
The sales associate reported that a two level fusion was performed in (B)(6) 2015. An x-ray identified that the screw had come loose and closure top had backed out. A revision surgery was performed on (B)(6) 2016; when the surgeon tried to remove the screw the tulip broke off the screw shank. It is reported the screw was explanted and replaced with the same size screw.